Event description:
It was reported that when the lead was being implanted, the patient suddenly went into acute left heart failure and the surgery had to be ceased. The lead was not implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that when the lead was being implanted, the patient suddenly went into acute left heart failure and the surgery had to be ceased. The lead was not implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found, but blood noted on helix; full lead returned and analyzed.